Event description:
A user reported receiving a malfunction message. No impact on the customer¿s blood glucose level was noted or reported. Attempts were made to contact the user for further information, but there was no response.